Event description:
It was reported that a discovery mr450 mr system was not scanning in the morning. The system detected a drive disable board failure preventing customer scanning. A ge healthcare field engineer was dispatched to the hospital, as he was performing some system tests, he then noticed there were two (2) 5cm long burn/discoloration marks in the pt bore area of the rf body coil. No injury was reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.